Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the ¿omnipod 5 app¿ alerted for low glucose levels. Due to symptoms of extreme fatigue, excessive thirst, and one episode of vomiting, a fingerstick blood glucose (fsbg) test was performed and showed a reading of 650 mg/dl. Based on the elevated bg level and worsening symptoms, the reporter decided to take the patient to the hospital for evaluation. The reporter stated that the patient was hospitalized from (B)(6) 2026 to (B)(6) 2026 and was diagnosed with diabetic ketoacidosis (dka). According to the reporter, the pod had provided inaccurate glucose information by indicating low glucose levels despite the patient's blood glucose being 650 mg/dl, which reportedly contributed to the event. Multiple attempts to contact the reporter were made by dexcom tech support; however, no other details were obtained. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the d zone of the parkes error grid. No additional event or patient information is available.